Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc synthetic mesh system on (B)(6) 2008 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged within months after the initial implant procedure, the plaintiff experienced complications including, but not limited to infections, chronic pain, subsequent surgery, mesh erosions, bleeding, dyspareunia, urinary and bowel problems, scarring, recurrence of prolapse, recurrence stress urinary incontinence, mental anguish and emotional distress. Plaintiff's attorney also alleged plaintiff suffered severe, debilitating, and permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.